Event description:
It was reported that while attempting to scan a new freestyle libre 3 plus sensor with the ilet app, the user repeatedly received a scan error and the pump was not pairing with either the new or prior sensor; after multiple failed attempts, the app was deleted and reinstalled, and the user was transferred to the partner organization for further troubleshooting, indicating an intermittent communication failure involving the antenna/electrical component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the devices with intermittent communication failure associated with the antenna/electrical component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.